Manufacturer narrative:
(B)(4). Visual inspection exhibits signs of repeated use and a piece of the post feature has fractured off, all pieces were not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered to be fractured prior to entering the operating room. Not all pieces were returned. Attempts have been made and no additional information has been provided.